Manufacturer narrative:
As reported, a 5.0 x 200 .014 saber percutaneous transluminal angioplasty (pta) balloon ruptured. There was no reported injury to the patient. Other procedural details were requested but were not provided. A non-sterile unit of ¿pta, otw, 5.0 x 200, 150cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon was returned not inflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reach the rate burst pressure. A leakage condition was observed beneath the strain relief. The strain relief was removed to inspect the leaking area with a vision system. The port glue was empty with no adhesive inside. The inflation lumen is not glued to the luer hub. A review of the manufacturing documentation associated with lot 2312040851 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon burst¿ was not observed through analysis of the returned. The functional analysis revealed a leak, however, that leak was observed to be originating from beneath the strain relief. The vision system was used finding that the port glue is empty with no adhesive inside. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, the severity and occurrence do not pose intolerable risk. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5.0 x 200 .014 saber percutaneous transluminal angioplasty (pta) balloon ruptured. There was no reported injury to the patient. The device will be returned for evaluation. Other procedural details were requested but were not provided.

Event description:
As reported, a 5.0 x 200 .014 saber percutaneous transluminal angioplasty (pta) balloon ruptured. There was no reported injury to the patient. The device will be returned for evaluation. Other procedural details were requested but were not provided.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5.0 x 200 .014 saber percutaneous transluminal angioplasty (pta) balloon ruptured. There was no reported injury to the patient. The device will be returned for evaluation. Other procedural details were requested but were not provided.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.